Manufacturer narrative:
Other applicable components are: product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator; product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: 3877-75, lot# va1evxm, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3877-75, lot# va1evya, product type: lead; product ID: 355531, lot# 0214218330, product type: screening device. Upon return analysis of the lead va1evxm found no anomalies. Upon return analysis of the lead va1evya found no anomalies. The returned leads were attached to a known good screening cable. The distal end of the lead was placed in 0.9% saline solution. Using the physician programmer to communicate to external neurostimulator (ens) that was connected to the screening cable, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3877-75, serial/lot #: (B)(4), ubd: 22-feb-2021, UDI#: (B)(4); product ID: 3877-75, serial/lot #: (B)(4), ubd: 22-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient being implanted with a neurostimulator. It was reported that two 1x8 leads were to be implanted. Both products were opened and the leads were lying in the sterile field. After the first lead was implanted and test stimulation was started with the wireless external neurostimulator (wens), impedance was high on electrodes 4, 5, 6, and 7. Then the lead was inserted in the other channel of the wens and the impedance on 12, 13, 14, and 15 were too high. Then an older model screening cable was used with the older system, and impedance of these electrodes was still too high. Due to this, the physician decided to explant the 1x8 lead and implant two 1x4 leads because they did not trust the 1x8 leads anymore. The explanted 1x8 lead and the never implanted 1x8 lead were both sent to the manufacturer for analysis due to the fact that they could not match the serial numbers and leads. The issue was resolved as of (B)(6) 2018. The patient was alive with no injury. No symptoms were reported.